Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to controller board issue. A field service engineer replaced the controller board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a pyxis medstation es system had a communication issue. The customer reported that the station was inoperative, and the display was unresponsive. The user was able to remove the medication from another station and there was a delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.